Event description:
It was reported that the unspecified bd¿ infusion set had flow issues while infusing pecedex during use. The following information was provided by the initial reporter: "our nicu nurse specialist reports that you should not y-ing in a slower running infusion into a faster primary infusion, because the pt will not get the programmed amount of the secondary infusion. This is the example our specialist relayed to me: if a pt is getting a maintenance infusion of ns at 100ml/hr, then you add on a precedex infusion at 5ml/hr at a y-site and infuse as a secondary, the pt will remain agitated and need more prn doses. However, if you run the precedex as primary and y-in the ns as a secondary infusion, the pt will be less agitated. The way I see it, the pt going to receive 5ml/hr of pecedex regardless of whether it is hung as primary or secondary. Granted, it will take some time for the precedex to reach the pt if it is run as a secondary since your primary line is not primed with precedex... Is it possible for the med to not reach the pt properly as a secondary if a pressure setting is off?? Isd - y-ing in slow infusion"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set had flow issues while infusing pecedex during use. The following information was provided by the initial reporter: "our nicu nurse specialist reports that you should not y-ing in a slower running infusion into a faster primary infusion, because the pt will not get the programmed amount of the secondary infusion. This is the example our specialist relayed to me: if a pt is getting a maintenance infusion of ns at 100ml/hr, then you add on a precedex infusion at 5ml/hr at a y-site and infuse as a secondary, the pt will remain agitated and need more prn doses. However, if you run the precedex as primary and y-in the ns as a secondary infusion, the pt will be less agitated. The way I see it, the pt going to receive 5ml/hr of pecedex regardless of whether it is hung as primary or secondary. Granted, it will take some time for the precedex to reach the pt if it is run as a secondary since your primary line is not primed with precedex... Is it possible for the med to not reach the pt properly as a secondary if a pressure setting is off?? Isd - y-ing in slow infusion."

Manufacturer narrative:
H6: investigation summary. No product or photo was returned by the customer. The customer complaint that the set was unable to be primed could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.